Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 33 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.